Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis occlusion.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment using gore® excluder® iliac branch endoprosthesis. On (B)(6) 2020, limited outflow in the left internal iliac branch due to occlusion was discovered. The cause of the occlusion was not reported to gore. On (B)(6) 2020, a reintervention was performed whereby a gore® excluder® aaa endoprosthesis contralateral leg component was implanted to treat the limited outflow in the left internal iliac artery.